Manufacturer narrative:
This follow up report is being submitted to report additional information.

Event description:
It was reported that despite replacing the pipes and cuffs. The event occurred during surgery. There was no harm or the patient or operator. There was no extension or delay in the surgical procedure. According to the customer it is clear that there was no leaking from the hose. There was a software issue. Spontaneous deflation did occur with the device.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On 31 january 2019, it was reported from (B)(6) that despite replacing the pipes and cuff on a tourniquet system, there was a software issue and spontaneous deflation. The customer returned an ats 2200 tourniquet system, serial number (B)(4), for evaluation. Evaluation of the tourniquet system on 20 february 2019 noted that the device functioned as intended, but was on an older version of software. Repair of the device occurred on 21 february 2019 involved updating the software to the most current version. The technician then tested and verified that the tourniquet system was functioning as intended and then returned the device to service without further incident. The device was tested, inspected, and repaired. The service technician was unable to reproduce the reported spontaneous deflation or any functional defects with the software. Therefore, a specific root cause of the reported issues cannot be determined from the information provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that despite replacing the pipes and cuffs still loss. The event did occur during surgery. There was no harm to the patient or operator. There was no extension or delay in the surgical procedure.